Event description:
A user facility reported that a device failure was noted with the 4k camera head. The event occurred during an unknown therapeutic procedure and a similar device was used to complete the operation. During a standard service inspection of the customer's returned device, no image was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image was displayed on the liquid-crystal display screen. In addition, a damage on the outer sheath of the cable was visible. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to disconnection of the cable. The specific root cause of the disconnection of the cable could not be determined at this time. Olympus will continue to monitor field performance for this device.